Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.

Manufacturer narrative:
Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The 231008 (o2 valve leak) and 231013 error messages occurred during pre-operational check and self test failed. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective o2 mixer assembly after replacing the o2 mixer assembly, the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.